Event description:
An event occurred at little (B)(6) in the USA. Surgeon dr (B)(6) with dr. (B)(6) present. The event was intervention to explant a vascutek evar device. Vascutek became aware of the event on (B)(6) 2011.

Manufacturer narrative:
Method: vascutek will carry out an investigation into the explanted graft and report the findings in the follow-up report. Vascuteck will review the occurrence of occlusions. Suspect medical device - additional devices used in the event: catalogue number: b23*02, lot number: 11502643 2470 and serial number: (B)(4). Catalogue number: fl1215x110*02, lot number: 11551805 2340 and serial number: (B)(4) (right limb).